Manufacturer narrative:
For one (1) of the reported events, lot number gfrf3665 was reported. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For three (3) of the reported events the lot numbers were not provided; therefore, a manufacturing review could not be performed. For the four (4) reported events, the devices were not returned for evaluation; therefore, the investigations are inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated that model rf310f filter perforated. For one (1) event, the patient experienced chronic thrombosis and stenosis. For the four (4) reported events there were no reported attempts made to retrieve the filters. These reports were received from various sources. All four (4) events involved patients with no known impact to the patients. The four (4) patients gender, age and weight were not reported.

Manufacturer narrative:
H10: of the four originally reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03535. H10: the lot number for one of the three reported malfunctions were provided, therefore, a lot history reviews were performed. All the devices were not returned to the manufacturer for evaluation/inspection. Of the three reported malfunctions, three malfunctions provided medical records; however, images were provided for one malfunction. For one malfunction, difficult to remove (a150207) and complete blockage (a140901) codes were added additionally and the investigation is confirmed for the alleged filter occlusion, perforation of the inferior vena cava and the retrieval difficulties. For remaining two malfunctions, the investigation is confirmed for filter limb perforation. A definite root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly perforated. These reports were received from various sources. All the malfunctions involved patients with no known impact to the patients. Three female patient ages were reported ranging from 49 to 65 years. Two patient weights were reported ranging from 78 to 84 kgs; however, the weight of remaining one patient was not provided.

Event description:
This report summarizes four malfunctions. A review of the events indicated that model rf310f filter allegedly perforated. These reports were received from various sources. All the malfunctions involved patients with no known impact to the patients. One of the reported patients is a 54 year old female, who's weight was not provided. The remaining patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: for one (1) of the reported events, lot number: gfrf3665 was reported. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For two of the reported malfunctions, the lot numbers were not provided; therefore, a manufacturing review could not be performed. For the three reported malfunctions, the devices were not returned for evaluation; however, medical records were provided and reviewed for one malfunction. The investigation is confirmed for filter limb perforation. For the remaining two complaints, the investigation is inconclusive as no sample or medical records were provided. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: of the four originally reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03535. H10: g4 (PMA/510k). H11: b5 (event), d4 (lot#), e1 (initial reporter name and address), g1 (MFR site), h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly perforated. These reports were received from various sources. Both the malfunctions were involved patients with no known impact to the patients. Two female patient ages were reported to be 54 and 65 years. One patient weighs 84 kgs; however, the weight of remaining one patient was not provided.

Manufacturer narrative:
H10: of the three reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90155. H10: of the remaining two malfunctions, lot number was provided for one malfunction and lot history review was performed. The devices were not returned to the manufacturer for evaluation/inspection; however, medical records were provided and reviewed for both malfunctions. For both malfunctions, the investigation is confirmed for filter limb perforation. A definite root cause could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the four originally reported malfunctions, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and was reported under emdr 2020394-2019-03535. H10: the lot number for one of the three reported malfunctions were provided, therefore, a lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection; however medical records were provided for two malfunctions and the investigation is confirmed for the alleged filter perforation. For one of the three reported malfunctions, medical record was not provided for review and the investigation is inconclusive for the reported perforation as no objective evidence was provided. A definite root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the events indicated that model rf310f filter allegedly perforated. These reports were received from various sources. All the malfunctions involved patients with no known impact to the patients. Of the three reported malfunctions, two female ages were reported and ranging from 54 to 65 years old and one of the patient¿s weight is 84kgs. The remaining patient age, gender and weight were not provided.